Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported the physician was performing an over the wire catheter insertion and when the physician pulled off the dilator over the wire, the tip of the wire started to unravel. The physician was able to pull the wire out, no foreign body was left in the patient. Another arrow kit was used to complete the procedure. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the physician was performing an over the wire catheter insertion and when the physician pulled off the dilator over the wire, the tip of the wire started to unravel. The physician was able to pull the wire out, no foreign body was left in the patient. Another arrow kit was used to complete the procedure. The patient's condition is reported as fine.